Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2017-004176. It was reported the patient's leads had migrated. The physician re-positioned the left lead. The physician noted abrasion on the right lead. Therefore the right lead was explanted, replaced and re-positioned. The patient reportedly received effective therapy post-op which resolved the patient's issue. Both leads are being reported as explanted since it is unknown which lead was explanted.